Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what tissue was the stratafix symmetric suture used on? Fascia. What was the condition of the tissue (weak, healthy, diseased)? Normal condition. What post operative date did the patient experience evisceration? (B)(6) 2017. 5 days after surgery. What was the date of the second procedure? (B)(6) 2017 . Can you describe the appearance of the suture during second procedure? I was not in the or but the surgeon described: the suture was in normal conditions, broken in the middle . Where did the stratafix suture break (end, middle, tab)? Middle . What is the surgeon opinion of the causative factors for the breakage post op? Either the suture does not stand the fascia tension or it was a lot failure. Have the other events of intra op suture breakage been reported to ethicon? If so, please provide their complaint numbers no, we made a unique failure report when the surgeon reported the problem. I have no further information on the other proceedings. What is the reason for the patient continued hospitalization? Recovery after the surgery. What is the current condition of the patient? The second procedure result was successful and the patient has been discharged. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch kj6619 mfg date: 08/22/2016, exp date: 07/31/2018; batch kpz478 mfg date: 12/19/2016, exp date: 11/30/2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2017 and barbed suture was used. Five days post operatively, the patient experienced evisceration. The patient underwent a second procedure on (B)(6) 2017 and the suture was found broken in the middle. Another suture was used during the second procedure and currently the patient is fine. Additional information was requested.

Manufacturer narrative:
Additional device code: (B)(4) evaluation summary - representative samples were returned for evaluation. The samples were examined for visual defects. The packets were opened and during the visual inspection the needle/suture was correctly placed on the winding former. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. Samples were tested by knot tensile strength and the results were above the minimum individual strength requirements for tensile strength. Per the samples condition the assignable cause cannot be determined since no defects were observed on the packets or the sutures and the tested samples met the finished goods requirements.